Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unk). Peri-procedure, the patient was anti-coagulated with plavix. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 5f to close the access site. It wa reported that after the physician shuttled down and withdrew the sheath from the tissue tract, the sealant was visible and the advancer tube was not present. The balloon was deflated and the device was removed. The patient was converted to 20 minutes of manual compression, at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle. The sealant was adhering to the polyimide shaft, approximately 39mm from the balloon proximal tip. Blood was observed on the distal end of the sealant. The advancer tube was found inside the shuttle cartridge. This received condition indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. A radial tear was observed on the shuttle cartridge propagating from the proximal end of the slit. However, it is unknown whether the tear on the shuttle cartridge occurred during the procedure or was due to user manipulation/subsequent handling. The review of the lhr (lot f1314804) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause for the reported failure could not be conclusively determined.